Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to elevated blood glucose (bg) levels of 1008 mg/dl and high ketones. Prior to the hospitalization, the customer delivered a bolus in attempt to treat high bg. While in the ICU, the customer was treated with intravenous saline and insulin. The customer had an infection in the left thumb, but ultimately the cause of the reported issue was unknown. The customer was released from the ICU on 2023-03-31 with no permanent damage. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.